Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported being hospitalized, due to high blood glucose, customer noticed that the no delivery alarm was not working. Advised customer to disconnect from pump. Troubleshooting was performed.